Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller said the patient was implanted to help with his neuropathy, but during surgery, the patient kept waking up and it took a lot longer. The healthcare provider (hcp) said the device was implanted about 1/8 or 1/4 inch too high, so now the stimulation doesn't reach the patient's feet. The patient said the stimulation was perfect during the trial. The patient is hardy getting any help with this implant and the stimulation only reaches his calf and not the patient's feet. The patient was also implanted to help with their degenerative disc disease. The patient is going to continue to work with their hcp for better settings or a revision. No further complications were reported. No additional patient symptoms were reported.